Event description:
While the pt was on the ventilator, respiratory therapy responded to a "severe occlusion" alarm. The nursing staff and rt began bagging the pt, but experienced difficulty due to what they thought was an obstruction. The pt then coded. The peep (positive end-expiratory pressure) valve was removed and a burst of air came from the pt. Respiratory therapy was then able to bag the pt, although unsuccessfully. The peep valve assembly demonstrated an occlusion. The internal valve mechanism was in a stuck position at the +20cm/h20 mark.